Event description:
An aneurx abdominal stent graft system was inserted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The vessels were reported as severely calcified and tight with significant stenosis measuring 8mm in diameter proximally. It was reported that the device failed to track to the intended landing zone from both sides. The delivery catheter was removed from the pt. The vessels were dilated and angioplastied; however, the device still would not advance and kinked. The device was removed and the decision was make to close the pt. The pt will be brought back at a later date for open repair. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results & conclusion: severely calcified and tight with significant stenosis.